Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective generator board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing to use the generator for demonstration, the sales staff discovered that the device automatically started, error e090 appeared, and could not operate. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the e090 error was due to a defective generator board. In addition it was found that the device showed e099 and e089 errors. It was also found that the mother board was defective and the transformer of generator board was an old version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.